Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was confirmed due to a bent pulse pin on the monitor's electrode belt receptacle, causing fault. The monitor was unable to complete a baseline. The root cause for the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.